Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient underwent right tkr on (B)(6) 2016. Poly liner revised from 10mm to 12mm thickness on (B)(6) 2018, reason unknown. (Linked to 19060176).